Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturing reference number: 2017865-2021-25980. Related manufacturing reference number:: 2017865-2021-25981. It was reported that the patient presented in hospital. Patient was diagnosed with endocarditis. The implantable cardioverter defibrillator (ICD), atrial lead and the right ventricular (rv) lead were explanted. The patient was stable throughout.